Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received additional event info indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the additional info received. Based on the review of the medical records, the pt underwent ventral hernia repair in 2002 with composix kugel mesh. The pt experienced a small amount of foul smelling drainage and therefore, went to the hosp where he was admitted. Intravenous antibiotics and analgesia were administered. The incision was opened and release of sero-purulent material, foul smelling fascia was intact, mesh was palpated and intact. Cellulitis cleared with treatment. Pt was discharged on (B)(6) 2002. In (B)(6) 2003, pt underwent abdominal wall debridement with pulsed lavage irrigation and removal of infected mesh due to the inability to control infection. On (B)(6) 2007, a recurrent incisional hernia was repaired with composix kugel. There is no indication of a reported defect or explant of second implanted mesh. Based on the info provided, it is unk whether the device may have caused or contributed to the adverse event. Additionally, no product has been returned. Although there is no indication the was the cause it should be noted that, infection and recurrence are known adverse events that are listed in the IFU. Furthermore, the warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." No conclusion can be drawn at this time.

Event description:
Based on the review of medical records, provided by pt's attorney: on (B)(6) 2002 - pt underwent ventral hernia repair with composix kugel mesh. On (B)(6) 2002 - pt was admitted to hosp for wound infection. Pt was administered intravenous antibiotics and intravenous analgesia. Incision was opened with release of sero-purulent material, foul smelling fascia was intact, in the deep aspect of incision site, mesh was palpated and intact, cellulitis was cleared. Pt was discharged on (B)(6) 2002. On (B)(6) 2003 - pt underwent excision of infected mesh. Abdominal wall debridement with pulsed lavage irrigation. Chronic abscess with small fistula drainage. Small collection of purulent, foul smell around mesh. On (B)(6) 2007 - pt underwent incarcerated recurrent ventral incisional hernia repair with composix kugel. Postoperatively pt was slow progress initially and required IV analgesia to control abdomen wall pain and spasms due to abdominal wall reconstruction.